Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the hcp was unable to remove the sensor during the initial removal attempt as sensor could not be localized/ palpated. The patient could not provide the exact date of event as it happened 3 years ago. Upon looking into data management system (dms) for the patient account, it was estimated that the removal attempt was probably made in (B)(6) 2021. Another removal attempt was made on (B)(6) 2024. The sensor yet again could not be localized nor palpable and the hcp decided to leave the sensor in arm for now. Sensor has undergone bio-compatibility testing in accordance with iso 10993 standard as a "permanent implant". It will not cause a bio-compatibility concern of sensor remains in the arm. The patient would contact their hcp if further assistance is required. This incident does not require any further actions. B4. Date of this report 24 february 2025. G3.date received by the manufacturer? 24 february 2025. H6. Investigation conclusions updated to 22,4311.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. As of yet, no tentative date for next removal attempt is available. The additional information will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure. Exact date of initial removal attempt was not provided as patient did not remember. Tthe insertion date of the sensor was (B)(6) 2021. As per the information that was provided to senseonics, the sensor could not be removed at that time because it could not be found.